Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that high capture threshold and low lead impedance were seen. The lead was explanted and replaced. No adverse consequences were reported.